Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at ten atms on the second inflation. The number of atms reached on the first inflation is unknown. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a medikit introducer sheath for vascular access, a launcher guide catheter and a pt2 guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced iwth another balloon to successfully complete the procedure. No pt injuries or complication were reported. Pt status is reported as 'good'.